Event description:
It was reported that during a surgical procedure at the user facility, the saw was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. (B)(4): failure analysis is in progress.

Event description:
It was reported that during a surgical procedure at the user facility, the saw was smoking. No patient involvement, no delay, no medical intervention and no adverse consequences were alleged with this event.

Manufacturer narrative:
During the device evaluation, a broken ball bearing was found, which was identified as a probable cause of the reported smoking.